Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer is comparing 2 true metrix meters using the same bottle of test strips. Customer stated both meters are reading high and she was also concerned about the difference between meters; additional report reference number 181998-1. The customer is concerned with test results from results obtained of 360, 203, 252 and 127 mg/dl. The customer¿s expected blood glucose test result ranges are 100-120 mg/dl am fasting and 160-180 mg/dl pm fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 11/30/2026 and open vial date is 1 month ago. The meter memory was reviewed for previous test result history (date/time not set, all tests were performed in the am): result 1: 360 mg/dl date: 3/24 time: 12:22pm fasting (B)(6) 2025. Result 2: 203 mg/dl date: 3/23 time: 11:57pm fasting (B)(6) 2025. Result 3: 252 mg/dl date: 3/22 time: 10:31 pm fasting (B)(6) 2025. Result 4: 127 mg/dl date: 3/20 time: 9:35pm fasting (B)(6) 2025.